Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified damages at some points of the case cover, including damage on the patient connector board and in the touchscreen. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. Software error codes fc58b, and fad4e were noted, both solved by rebooting the system. All patient data was erased. The psa system was then tested for proper functionality. All psa functions operated normally. Next, several different test devices were interrogated multiple times, confirming there were no communication problems between the devices and programmer. The ECG and zip telemetry functions were tested, with no issues observed. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No error codes were noted. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Laboratory testing was unable to reproduce the reported touchscreen issues and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests. Nevertheless, an unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer exhibited touchscreen unresponsiveness issues. No adverse patient effects were reported. The programmer was returned for analysis.